Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. During the revision case, it was found that the holes in which the screws at s1 and s2 were placed had become enlarged, possibly due to angulation of the screws within the bone. However, the exact cause of the reported issue cannot be determined.

Event description:
It was reported that a revision was needed to replace screws that had loosened post operatively.